Event description:
It was reported that the patient with their implantable cardioverter defibrillator (ICD) experienced gastrointestinal symptoms after receiving six shocks and went to the hospital to be evaluated. Therapy was noted to be potentially inappropriate for atrial driven arrhythmia. The device withheld therapy for four minutes prior as the rhythm was atrial fibrillation (af) with conduction in the ventricular tachycardia (vt) zone with 98 to 99 percent rhythm ID match. The match dropped to 0% and appeared to be a brief vt episode though the device immediately delivered anti-tachycardia pacing (atp) and shocks. It was noted om this right ventricular (rv) lead each shock impedance measurement was greater than 125 ohms and the trend showed one measurement at 160 ohms earlier this month. The shock lead impedance has been gradually increasing since implant. The pacing impedance measurement has been stable and within range. Technical services (ts) has been consulted and at this time there has been no additional information provided. The device and lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with their implantable cardioverter defibrillator (ICD) experienced gastrointestinal symptoms after receiving six shocks and went to the hospital to be evaluated. Therapy was noted to be potentially inappropriate for atrial driven arrhythmia. The device withheld therapy for four minutes prior as the rhythm was atrial fibrillation (af) with conduction in the ventricular tachycardia (vt) zone with 98 to 99 percent rhythm ID match. The match dropped to 0% and appeared to be a brief vt episode though the device immediately delivered anti-tachycardia pacing (atp) and shocks. It was noted on this right ventricular (rv) lead each shock impedance measurement was greater than 125 ohms and the trend showed one measurement at 160 ohms earlier this month. The shock lead impedance has been gradually increasing since implant. The pacing impedance measurement has been stable and within range. Technical services (ts) has been consulted and at this time there has been no additional information provided. The device and lead remain in service. No additional adverse patient effects were reported. Additional information received from ts provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation. The device and lead remain in service. No additional adverse patient effects were reported. Additional information received advised the patient has not been seen in-clinic for further evaluation and is scheduled for regular follow-up next month. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.